Event description:
It was reported that pt underwent right total elbow arthroplasty in 2005. Screw components backed out and were loose in the elbow. Revision surgery to replace components performed in 2006 to replace condyle kit and ulna component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned device could not conclude cause of the event.